Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device vibrated. The device was taken apart and it was determined that medical debris in the ball bearings caused the failure. It was determined that the root cause of this failure was due to medical debris which was clearly observed and was a typical result of insufficient cleaning after clinical procedures. The assignable root cause was determined to be due to insufficient cleaning after clinical procedures, which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-testing, it was observed that the attachment device had an undetermined malfunction. During in-house engineering evaluation, it was determined that the device vibrated. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.